Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's father reported detachment as the patient was connecting tubing to the set and tubing detached from the part containing needle. No further information available.